Manufacturer narrative:
Based on the provided information and tests performed on site there is no indication of a malfunction of the mr system. It is concluded that the injury of the patient is caused by not keeping sufficient distance between the coil cable and patient skin. A cotton towel was used as padding between the coil cables and the patient skin but this does not ensure sufficient distance (2cm). As contributing factors were identified: 6 scans on high sar. A total delivered whole body rf dose of 4.7 kj/kg. The patient was obese. For the synergy body coil it is known that the positioning of the coil cables can create unintended resonances via the patient or elevated coil cable temperature due to rf coupling to the qbc. However when the instructions for use is followed no serious injury is expected. Correction: patient age and weight. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A customer reported to philips that a patient sustained a 4 cm blister on the hip after an MRI examination with an intera 1.5t mr. The patient was positioned head first supine and scanned with the synergy body coil.